Event description:
On may 2, 2022, haemonetics was notified of a (B)(6) male donor fatality on (B)(6) 2022 for an unknown reason as indicated by his wife. Donor has donated since (B)(6) 2019. Donor donated one time in the past 24 months and 11 times in his lifetime, with last donation at the center on (B)(6) 2022. No significant information or medical concerns were noted on last date of donation. Review of chart noted history of normal physical exam, labs, and test results. Review of vitals were normal on date of last donation. There was no significant information noted in the records. Donor had deferrals due to being a lapsed donor. It is unknown if an autopsy was performed. There were no device errors or issues with the disposables noted during the donation.

Manufacturer narrative:
The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The haemonetics field service engineer that evaluated the machine noted it was tested without error and bowl optics were verified to be within manufacturer specification to ensure optimum machine operation. The field service engineer could not duplicate any errors and machine was found to have met all manufacturer specifications. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.